Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She could not feel any pledget pieces inside of her vaginal cavity but she was having vaginal pain. She went to the doctor and a vaginal examination discovered a small piece of pledget was inside of her. The piece was removed and she is fully recovered.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.